Event description:
It was reported that the customer was having trouble with the act button on the insulin pump. Customer had to press the button a couple of times to get the button to respond. Insulin pump will need to be replaced. Customer was advised to discontinue use of the pump and revert to a back-up plan per health care professional's instructions. No further assistance needed.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump had no button response due to corroded keypad traces. The insulin pump had minor scratches on the display window, cracked case at the display window corner, cracked battery tube threads, a cracked reservoir tube, cracked reservoir tube window and tube lip.